Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post initial implant procedure, phrenic nerve stimulation was alleged. Diagnostic imaging was performed and the atrial and left ventricular (lv) lead were dislodged. The atrial lead was explanted and replaced and the lv lead was repositioned to resolve the event. The patient was stable with no consequences. Related manufacturer report number: 2017865-2019-05062.